Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose levels, as levels reported were within normal ranges. Technical support advised the customer on pressing techniques and ultimately decided to send a replacement pump. The customer was instructed on how to return the malfunctioning pump and understood the steps needed upon receiving the new pump.